Event description:
It was reported through a voluntary medwatch (mw5155798) that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon review of the information provided on the medwatch form, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 following abdominal pain, nausea, chills and brownish colored effluent. Peritoneal effluent fluid was drained in the outpatient clinic and noted to be thick, turbulent and amber colored with large strands of fibrin. Laboratory testing conducted in the outpatient clinic was not provided on the medwatch form and results remain unknown. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. By the patient¿s statement to the outpatient clinic, she admitted to disconnecting without asepsis during a pd treatment which more than likely led to infection. There was no report of hospitalization for this event, and the patient began empiric antibiotic therapy on (B)(6) 2024 with intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime (frequency and durations not reported). The patient continued on empiric antibiotic therapy following this event. The patient¿s current disposition and status of pd therapy following treatment of her infection were not provided in the report.